Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigator indicates there was an image blackout and an e315 error. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the issue occurred due to a defective plug unit and cable (ad) since after replacement of these components the image returned to normal. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device